Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk was reviewed and revealed that no anomalies were found. It appears that capture management detail was turned on which helps some. It appears that this device has been aborting the test frequently. But the abort could have been for multiple reasons.

Event description:
It was reported that the device capture management was sometimes showing a high and different threshold measurement than what was measured in the clinic. The patient will be seen again in a month. The device remains in use. No patient complications have been reported as a result of this event.